Event description:
Caller indicated the relion micro meter was giving variable readings. Customer got reading of 37 and called ambulance. When ambulance arrived about 10 minutes later got reading on their meter of 94. Since they were unsure of her actual bg level they had her drink orange juice and then retested with both meters. Paramedic told her that the readings were still about 40 points different but she did not know what the readings were. Customer did not perform control solution test as she does not have control solution for the meter. Customer stores strips on top of her refrigerator, advised we do not suggest storing in kitchen. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.